Event description:
The customer alleged they received a questionable ion selective electrode sodium result on their cobas 6000 analyzer. The patient's sample was initially tested twice on the cobas 6000 analyzer and the results from both tests were 128 mmol/l accompanied by data flags. The initial results were reported outside the laboratory. The doctor queried the initial results and the sample was repeated on a cobas 8000 analyzer. The result from the cobas 8000 analyzer was 135 mmol/l. The customer did not know if the patient was adversely affected. The sodium electrode lot number was x14. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. It was noted the customer was not following the tube manufacturer's clotting time recommendations.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.